Event description:
Pt reported that the meter kept prompting the error 2 message. Pt was not able to get a reading on the meter. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further info has been reported.